Event description:
It was reported that the patient had a sudden onset of no stimulation sensation following some form of trauma. While at the hospital for an unrelated issue, pain due to a hip replacement on (B)(6) 2015, the patient was placed in an area with a security guard and was getting ready to leave and speaking to a security guard and all of a sudden the guard pushed the patient on his chest, grabbed his arms, and slammed him down in the chair and bed. The guard smacked him and put a knee in his chest and hurt his back. A change in stimulation was noticed right away after this happened, however, hospital staff would not check his device and would not give him anything for the pain. He went back to the hospital the next day but they wouldn¿t treat him. Stimulation was supposed to help with his arms, but it was only working on one side. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 748910, serial# (B)(4), implanted: (B)(6) 2004, product type extension; product ID 389045, lot# j0421490v, implanted: (B)(6) 2004, product type lead; product ID 389045, lot# j0421490v, implanted: (B)(6) 2004, product type lead; product ID 748910, serial# (B)(4), implanted: (B)(6) 2004, product type extension. (B)(4).